Event description:
Pt (patient) traveling to CT. Blue slide clamp pulled out of baxter pump with propofol infusing. Suspected bolus of propofol due to pts (patient's) level of sedation becoming more sedated.